Event description:
There were multiple runs with silverhawk atherectomy device. While removing device, segment of whisper wire was lodged in atherectomy device. Md experiencing difficulty advancing atherectomy device through lesions with multiple runs. After several runs, peripheral angiogram performed and md noticed distal segment of wire separated and dislodged at pedal level to left lower extremity. When wire was noticed, attempts to retrieve segment of wire were made unsuccessfully.